Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient developed an infection shortly after implant. The patient underwent a spinal cord stimulator (scs) system explant procedure. Model number/catalog number: sc-2317-70 serial number: (B)(4) batch/lot number: 2000022063 model/catalog description: infinion cx lead kit, 70cm a review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.